Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the cause of the shocking was not really determined but that the first incident happened when then device was upposed to be on program 1 at 2.3 however it came on at program 4 at 2.1. The action taken was that a manufacturer representative walked them through the use the device and suggested changing programs less often. No further complications were reported.

Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing shocking. Patient reported they had been shocked twice when attempting to use the patient programmer. Caller reported that both times they had put the patient programmer on their implant and didn't even press a button (prior to syncing patient programmer) they felt a shock through their body. Caller reported the second time was so bad they couldn't walk for 2 hours. Patient was able to sync with the programmer and confirmed the therapy was on. Caller reported when the shocking episodes happened the stimulation was on, but they currently had stimulation off. Caller reported they were not any falls, traumas, or emi related to the reported issues. Patient was redirected to their healthcare provider. Caller had stimulation off at the time of the call to prevent this from happening again until they were able to get it looked at. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had turned all their programs up when and when they would try to change, they would get a shock. They turned down all programs and no issues remained. The cause of the reported event was determined to be the patient turning the programs up too high. Lead tests were run and came back within range. Patient was trained on not turning programs up too high. They turned the device off and lowered programs and turned device on and set to comfort. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.